Event description:
Covidien received information of 840 ventilator with an inoperative graphic user interface (gui). The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found a gui central processing unit (cpu) failure. The cse replaced the gui printed circuit board assembly (pcba), which resolved the reported issue. The ventilator passed extended self-testing, short self-tests, and performance verification testing. (B)(4).